Manufacturer narrative:
The company service rep examined the system and confirmed the problem reported. The solenoid spacers were replaced and disposed off. The system was then tested and met all product specifications. (B) (4). (B) (4).

Event description:
Adverse event(s): "no pt injury was reported" (no consequences or impact to pt). Product problem(s): "system error message. Did not clear with reboot" (device displays error message[system]). The nurse reported, a system message displayed. The system was rebooted three times, but the system message would not clear. No pt injury was reported.